Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after angioplasty procedure. Reportedly, the sutures of the proglide device achieved hemostasis; however, when the device was removed from the patient, tissue was attached to the device. The tissue was sent to pathology for testing. Manual compression was applied for 2 minutes as a precaution. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The test results received from pathology revealed an arterial intima. The physician did a follow-up with the patient and the patient experienced no effects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device